Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported patient's right knee was revised due to infection (possible causes or contributors to infection not reported). Surgeon performed an I&d and washout with a swap of the 4x11 ps poly.